Event description:
It was reported that during a new implant procedure, the doctor irrigated the lead / epidural space and as a result high impedance values were seen when the neurostimulator (unknown) was connected. It was noted that as the doctor irrigated the lead tails before attempting to place leads in the ins, and when he was placing the lead in the ins, tweezers were used and there was difficulty getting the 8-15 portion of the lead to completely slide into the bottom port on the ins. Impedance tests run with a multi-lead trailing cable were in range, however, when connected to the ins several electrodes were above 10,000 ohms, as well as 20,000 ohms. A new ins ((B)(4)) was opened and the same intermittently high impedance values were seen, so the doctor decided to close up and wait to program device. When the patient was programmed on (B)(6), several electrodes were still out of range, however, stimulation was felt in all the needed areas and the patient received effective therapy. No further interventions were planned. Refer to MFR. Rep. # 3004209178-2012-03418.

Manufacturer narrative:
(B)(4). Lead model: 39565-65, serial# (B)(4), implanted: (B)(6) 2012-04, explanted: na. (B)(4).

Manufacturer narrative:
Analysis of the internal neurostimulator model # 37714, serial # (B)(4), found no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the event date was 2012-(B)(6). Impedances were not in range. The device was not used. A different device was used. There were no patient injuries. The patient recovered without sequela.